Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 17-jan-2017. The most recent information was received on 27-apr-2021. This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('allergy test for nickel came back positive') and loss of consciousness ('loss of consciousness') in a 44-year-old female patient who had essure (batch no. 772497) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure inserted with curettage and novassure endometrial ablation" on (B)(6) 2011. The patient's medical history included thermal ablation (novasure) on (B)(6) 2011, uterine abrasion on (B)(6) 2011, tongue polyp (ablation) on (B)(6) 2011, dysphonia (edema and hematoma on the left vocal cord) on (B)(6) 2010, liposuction in (B)(6) 2009, colic in 2009, pollakiuria (with burning) in (B)(6) 2009, meniscus injury in 2008, gonalgia (lesion of medial meniscus and cyst on posterior cruciate ligament) in 2008, muscle rupture in 2007, venous peripheral insufficiency in 2004, dizziness (after bronchitis) in 1996, nystagmus in 1996, acute bronchitis in 1996, parity (female) in 1996, therapeutic abortion (due to iugr (8 months of pregnancy)) in 1994, intrauterine growth retardation (with anamnios) in 1994, cyst removal (right ovary) in 1993, parity (male) in 1991, cigarette smoker (1 pack per day) from 1984 to 2014, parity 2, metrorrhagia, pain menstrual, nickel sensitivity, menstruation increased, venous insufficiency, appendicectomy, adenoidectomy, umbilical hernia, migraine, sciatica, alcohol use (1 glass per day), lipoma (in lumbar area) in 2013, anal fissure in 1997, chronic pain and overweight. Previously administered products included for heavy periods: lutenyl ( nomegestrol acetate ) on (B)(6) 2010; for an unreported indication: repevax (diphtheria,pertussis,tetanus,poliomyelit ) in (B)(6) 2011, iud in 2009, oral contraception, maxilase (alpha-amylase ), celestene (betamethasone ), vastarel (trimetazidine hydrochloride ), prozac, fluoxetine hydrochloride (vision disorders, concentrating disorders and dizziness). Past adverse reactions to the above products included cyst with iud; drug hypersensitivity with prozac, fluoxetine hydrochloride (vision disorders, concentrating disorders and dizziness); and drug intolerance with oral contraception. Family history included liposarcoma (mother died), colorectal cancer (in 75 year old father) and breast disorder female (in grandmother mammary polymitosis). Concomitant products included atovaquone;proguanil hydrochloride (malarone) from (B)(6) 2011 for malaria prophylaxis as well as ascorbic acid, colecalciferol (uvedose) and rabeprazole sodium (pariet). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced depression ("depression episode"). In 2011, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), abdominal distension ("bloating (problems with major bloating)"), fatigue ("chronic fatigue, tiredness"), musculoskeletal pain ("musculoskeletal pain"), arthralgia ("joint pain, hips, knees, elbows"), dyspepsia ("digestive problems, functional digestive"), vision blurred ("blurred vision") and dizziness ("dizziness, lightheadedness as if I had been drinking"). In (B)(6) 2012, the patient experienced spinal osteoarthritis ("right uncarthrosis c5-c6 and c6-c7"). In (B)(6) 2012, the patient experienced cholelithiasis ("cholelithiasis") and gastritis ("antritis gastric"). In 2013, the patient experienced periodontal disease ("dental alveolitis after a tooth extraction"). In (B)(6) 2013, the patient experienced sinusitis ("sinusitis"). On (B)(6) 2015, the patient experienced loss of consciousness (seriousness criterion medically significant) with malaise. On (B)(6) 2015, the patient experienced cervical dysplasia ("slight epithelial or cervical intra-epithelial neoplasia associated with viral lesions cin1k (koilocytosis)"). On an unknown date, the patient experienced pelvic pain ("acute pelvic pain/ pain"), abdominal pain lower ("slight pinching pain in the right lower abdomen, especially when I sneeze or cough"), genital haemorrhage ("bleeding"), amenorrhoea ("no longer had periods or had periods with clots or haemorrhagic periods"), headache ("strong headache"), migraine ("migraine"), food intolerance ("more and more intolerance to foods"), eye pain ("stinging eyes"), disturbance in attention ("difficulty thinking or concentrating"), memory impairment ("memory disturbances"), hirsutism ("hair growth (in face)"), cyst ("cysts"), tongue polyp ("polyps (on the tongue as well)"), alopecia ("hair loss"), hyperaesthesia teeth ("hypersensitivity of teeth"), dyspnoea ("breathlessness"), diarrhoea ("almost immediate diarrhoea"), vitamin d deficiency ("vitamin d that remained deficient despite supplementation"), haematoma ("haematoma"), ocular hyperaemia ("red eyes"), respiratory disorder ("respiratory signs (ent)"), nervous system disorder ("neurological"), eye disorder ("ophthalmological"), visual impairment ("vision disorders"), speech disorder ("speech difficulties"), cognitive disorder ("episodic cognitive disorders"), myalgia ("diffuse muscle soreness"), bone pain ("pain in tendons, bones and joints"), cervicobrachial syndrome ("right cervico-brachial neuralgia c6, with paresthesia") with paraesthesia, rhinitis ("rhinitis"), dry eye ("dry eyes"), dark circles under eyes ("dark circles under the eyes"), skin discolouration ("dull complexion"), erythema ("redness on face"), allergy to chemicals ("hypersensitivity to pollution, to light, to chlorine, dental floss, surgical wire"), photosensitivity reaction ("hypersensitivity to pollution, to light, to chlorine, dental floss, surgical wire"), eczema ("slight eczema on the arm, episodic"), temperature intolerance ("sensitive to the cold"), feeling abnormal ("sensation to become quickly old"), poor quality sleep ("bad sleep"), anxiety ("anxiety"), staphylococcal infection ("infection with staphylococcus aureus after removal of lumbar lipoma"), hyperacusis ("one episode of painful amplification of noise"), constipation ("constipation"), asthenia ("asthenia"), mental impairment ("difficulty thinking or concentrating"), anhedonia ("anhedonia"), affect lability ("emotional lability"), hypertrichosis ("hyperpilosity"), pollakiuria ("the patient describes urgent cases and pollakiuria without dysuria.") And urinary incontinence ("stress urinary incontinence") and was found to have heart rate irregular ("sensation of irregular heart beats and strong in the neck"), weight increased ("weight gain 20 kg in five years") and uterine leiomyoma ("uterine fibroma, increased volume of uterus, myomatous uterus"). The patient was treated with aceclofenac (cartrex), flurbiprofen (antadys), lansoprazole (ogast), ofloxacin (oflocet), tianeptine sodium (stablon) and surgery (bilateral salpingectomy and conization). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, pelvic pain, genital haemorrhage, amenorrhoea, abdominal distension, headache, cervical dysplasia, fatigue, musculoskeletal pain, arthralgia, migraine, dyspepsia, food intolerance, eye pain, vision blurred, disturbance in attention, memory impairment, dizziness, hirsutism, cyst, tongue polyp, alopecia, hyperaesthesia teeth, dyspnoea, diarrhoea, vitamin d deficiency, heart rate irregular, haematoma, ocular hyperaemia, respiratory disorder, nervous system disorder, eye disorder, visual impairment, weight increased, speech disorder, cognitive disorder, bone pain, cervicobrachial syndrome, rhinitis, dry eye, dark circles under eyes, skin discolouration, erythema, allergy to chemicals, photosensitivity reaction, eczema, temperature intolerance, feeling abnormal, poor quality sleep, cholelithiasis, anxiety, periodontal disease, sinusitis, hyperacusis, constipation, asthenia, depression, anhedonia, affect lability, pollakiuria, urinary incontinence and gastritis had resolved, the abdominal pain lower and myalgia had not resolved and the spinal osteoarthritis outcome was unknown. The reporter considered gastritis, hypertrichosis, pollakiuria and urinary incontinence to be unrelated to essure. The reporter considered abdominal distension, abdominal pain lower, affect lability, allergy to chemicals, allergy to metals, alopecia, amenorrhoea, anhedonia, anxiety, arthralgia, asthenia, bone pain, cervical dysplasia, cervicobrachial syndrome, cholelithiasis, cognitive disorder, constipation, cyst, dark circles under eyes, depression, diarrhoea, disturbance in attention, dizziness, dry eye, dyspepsia, dyspnoea, eczema, erythema, eye disorder, eye pain, fatigue, feeling abnormal, food intolerance, genital haemorrhage, haematoma, headache, heart rate irregular, hirsutism, hyperacusis, hyperaesthesia teeth, loss of consciousness, memory impairment, mental impairment, migraine, musculoskeletal pain, myalgia, nervous system disorder, ocular hyperaemia, pelvic pain, periodontal disease, photosensitivity reaction, poor quality sleep, respiratory disorder, rhinitis, sinusitis, skin discolouration, speech disorder, spinal osteoarthritis, staphylococcal infection, temperature intolerance, tongue polyp, uterine leiomyoma, vision blurred, visual impairment, vitamin d deficiency and weight increased to be related to essure. The reporter commented: metrorrhagia had resolved after essure insertion and the patient had not much abundant menstruations after essure insertion. Regarding the etiology, the patient's neurologist, mentioned a possible thymic (mood) context or bad tolerance with essure. According to the patient's second gynecologist, essure were involved in the patient's symptoms. The patient's hepato-gastro-enterologist considered a probable intolerance with essure on (B)(6) 2017, essure removed by total hysterectomy with bilateral salpingectomy due to all the symptoms and fibroma. A post-operative complication was observed : a pelvic collection treated with favourable outcome. According to the patient, joint pain, migraine, tiredness, emotional instability resolved after essure removal. But memory loss and concentrating difficulties not resolved (no medical report available after the removal of essure). Concomitant drug includes euphytose on follow up of (B)(6) 2021: physician mention the absence of nickel allergy (discrepancy); in (B)(6) 2010 patient carried out an extensive biological assessment such as that it is prescribed in the event of symptomatology pointing to a rheumatoid pathology systemic. According to the reporter, the most common side effects of malarone are headache, abdominal pain, diarrhea, dizziness, insomnia, psychiatric disturbances. Joint pain should be compared to the symptomatology explored in (B)(6) 2010, therefore before fitting the essure. Neck and arm pain are explained by cervical osteoarthritis documented on x-rays from (B)(6) 2012. Digestive disorders may be related to antritis gastric and cholelithiasis documented in (B)(6) 2012. General discomfort may be related to diffuse periodontal disease and chronic maxillary sinusitis documented in (B)(6) 2013. Chronic fatigue is not explained and can be part of a component psychological. It is not possible to relate in a direct and certain way the disorders presented by patient with essure implants. Similar disorders are described in the literature medical treatment in many women with essure devices. Following the hysterectomy-salpingectomy for explantation of essure implants, the disorders presented by the patient disappeared for 4-5 months. Then the abdominal pain reappeared, as well as joint (discrepancy) and muscle pain. She had also been warned by physician who had proceeded at hysterectomy-salpingectomy of the possible persistence of these disorders. It will be noted that she had pyelonephritis in early 2018, cholecystitis in early 2019. To date she complains still muscle and joint pain, especially shoulder tendinopathy with micro-calcifications (discrepancy). These latter conditions, clinically characterized, can be responsible for residual disturbance. Summarizing and synthetically, we cannot retain the direct and certain accountability of disorders presented by patient after placement of essure implants, nor that disorders that persist after hysterectomy-salpingectomy. A minor imputability, however, cannot be completely excluded, but, in the current state of our medico-scientific knowledge, it cannot be affirmed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Allergy test - in 2016: positive for nickel. Colonoscopy - on (B)(6) 2010: removal of hyperplasic polyp. Endoscopy upper gastrointestinal tract - in 2016: without finding for etiology. Gynaecological examination - on (B)(6) 2011: after essure placement: 3 trailing coils on left and on right. Novasure and curettage done: non-suspicious endometrial polyps found. Investigation - on an unknown date: clinical examination: no static disturbance, no motor disturbances, no reduction in amplitudes articular. Absence of lymphadenopathy, cardiac and respiratory auscultation without abnormalities. Liver and spleen not palpable, abdomen supple and depressible, moderate pain pressure on the colic area. Abdominal scars: inferior umbilical 1 cm, vertical umbilical 3 cm, suprapubic 1 cm, left iliac fossa of 1 cm, 4 cm in right iliac fossa, hypochondrium left 1 cm. Gynecological examination without special feature, apart from stress urinary incontinence, need for protection because of these leaks. Absence of anal incontinence. Perineal inspection is normal, tissue trophicity as well. A drought tissue is reported by the patient. The perineum is labeled c1 h nothing r1, the levator testing is 3/5 the speculum examination is unremarkable, vaginal examination is normal and should not be does not trigger pain.; on (B)(6) 2010: cardiac workup: benign extrasystoles with a healthy heart. Magnetic resonance imaging abdominal - in 2010: interstitial myoma at the bottom of the uterus. No adenomyosis, no endometriosis; on (B)(6) 2016: increased volume of uterus, and myomatous uterus, no sign of endometriosis. Pathology test - on (B)(6) 2015: slight epithelial dysplasia or cervical intra-epithelial neoplasia associated with viral lesions cin1k (koilocytosis).. Ultrasound scan - on (B)(6) 2009: lipoma in lumbar area, mastology unremarkable; on (B)(6) 2014: submucosal myoma. Essure correctly placed; in 2016: without finding for etiology. X-ray - in (B)(6) 2012: cervical osteoarthritis. Lot number: 772497, manufacturing date: 2010/08, expiration date: 2013/08. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 27-apr-2021: medical history updated,events outcome updated to recovered, hyperpilosity, pollakiuria, urinary incontinence, gastritis, added as event, cholelithiasis, sinusitis start date added, lab data added, medical history added, narrative updated. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('allergy test for nickel came back positive') and loss of consciousness ('loss of consciousness') in a 44-year-old female patient who had essure (batch no. 772497) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure inserted with curettage and novassure endometrial ablation" on (B)(6) 2011. The patient's medical history included thermal ablation (novasure) on (B)(6) 2011, uterine abrasion on (B)(6) 2011, tongue polyp (ablation) on (B)(6) 2011, dysphonia (edema and hematoma on the left vocal cord) on (B)(6) 2010, menstruation increased on (B)(6) 2010, liposuction in (B)(6) 2009, colic in 2009, pollakiuria (with burning) in (B)(6) 2009, meniscus injury in 2008, gonalgia (lesion of medial meniscus and cyst on posterior cruciate ligament) in 2008, muscle rupture in 2007, venous peripheral insufficiency in 2004, dizziness (after bronchitis) in 1996, nystagmus in 1996, acute bronchitis in 1996, parity (female) in 1996, therapeutic abortion (due to iugr (8 months of pregnancy)) in 1994, intrauterine growth retardation (with anamnios) in 1994, cyst removal (right ovary) in 1993, parity (male) in 1991, cigarette smoker (1 pack per day) from 1984 to 2014, parity 2 (normal delivery - two normal term deliveries), metrorrhagia, pain menstrual, nickel sensitivity, venous insufficiency, appendicectomy, adenoidectomy, umbilical hernia, migraine, sciatica, alcohol use (1 glass per day), lipoma (in lumbar area) in 2013, anal fissure in 1997, chronic pain and overweight. Previously administered products included for heavy periods: lutenyl ( nomegestrol acetate ) on (B)(6) 2010; for an unreported indication: repevax (diphtheria,pertussis,tetanus,poliomyelit ) in (B)(6) 2011, iud in 2009, oral contraception, maxilase (alpha-amylase ), celestene (betamethasone ), vastarel (trimetazidine hydrochloride ), prozac, fluoxetine hydrochloride (vision disorders, concentrating disorders and dizziness). Past adverse reactions to the above products included cyst with iud; drug hypersensitivity with prozac, fluoxetine hydrochloride (vision disorders, concentrating disorders and dizziness); and drug intolerance with oral contraception. Family history included liposarcoma (mother died), colorectal cancer (in 75 year old father) and breast disorder female (in grandmother mammary polymitosis). Concomitant products included atovaquone;proguanil hydrochloride (malarone) from 20-mar-2011 to 20-jun-2011 for malaria prophylaxis as well as ascorbic acid, colecalciferol (uvedose) and rabeprazole sodium (pariet). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced depression ("depression episode"). In 2011, the patient experienced allergy to metals (seriousness criteria hospitalization, medically significant and intervention required), abdominal distension ("bloating (problems with major bloating)"), fatigue ("chronic fatigue, tiredness"), musculoskeletal pain ("musculoskeletal pain"), arthralgia ("joint pain, hips, knees, elbows") and digestion impaired ("digestive problems, functional digestive / dyspepsia"). In (B)(6) 2011, the patient experienced vision blurred ("blurred vision"), disturbance in attention ("difficulty thinking or concentrating / trouble concentrating"), dizziness ("dizziness, lightheadedness as if I had been drinking"), muscle contracture ("muscle contracture") and poor quality sleep ("bad sleep / startled awakenings"). In (B)(6) 2012, the patient experienced musculoskeletal stiffness ("stiff neck") and spinal osteoarthritis ("right uncarthrosis c5-c6 and c6-c7"). In (B)(6) 2012, the patient experienced flatulence ("abdominal meteorism, flatulence"), gastrointestinal motility disorder ("alternation between constipation and diarrhea"), dyspepsia ("dyspepsia"), abdominal pain upper ("epigastralgia"), cholelithiasis ("cholelithiasis") and gastritis ("antritis gastric"). In 2013, the patient experienced periodontal disease ("dental alveolitis after a tooth extraction"). On (B)(6) 2013, the patient experienced snoring ("snoring"), somnolence ("falling asleep repeated during the day"), vitamin d deficiency ("vitamin d that remained deficient despite supplementation / discrete vitamin d deficiency (20.6 ng / ml, n> 30)") and asthenia ("asthenia"). In (B)(6) 2013, the patient experienced sinusitis ("sinusitis"). On (B)(6) 2015, the patient experienced loss of consciousness (seriousness criterion medically significant) with malaise. On (B)(6) 2015, the patient experienced cervical dysplasia ("slight epithelial or cervical intra-epithelial neoplasia associated with viral lesions cin1k (koilocytosis)"). On an unknown date, the patient experienced pelvic pain ("acute pelvic pain/ pain"), abdominal pain lower ("slight pinching pain in the right lower abdomen, especially when I sneeze or cough"), genital haemorrhage ("bleeding"), amenorrhoea ("no longer had periods or had periods with clots or haemorrhagic periods"), headache ("strong headache"), migraine ("migraine"), food intolerance ("more and more intolerance to foods"), eye pain ("stinging eyes"), memory impairment ("memory disturbances"), hirsutism ("hair growth (in face)"), cyst ("cysts"), tongue polyp ("polyps (on the tongue as well)"), alopecia ("hair loss"), hyperaesthesia teeth ("hypersensitivity of teeth"), dyspnoea ("breathlessness"), diarrhoea ("almost immediate diarrhoea"), haematoma ("haematoma"), ocular hyperaemia ("red eyes"), respiratory disorder ("respiratory signs (ent)"), nervous system disorder ("neurological"), eye disorder ("ophthalmological"), visual impairment ("vision disorders"), speech disorder ("speech difficulties"), cognitive disorder ("episodic cognitive disorders"), myalgia ("diffuse muscle soreness"), bone pain ("pain in tendons, bones and joints"), cervicobrachial syndrome ("right cervico-brachial neuralgia c6, with paresthesia") with paraesthesia, rhinitis ("rhinitis"), dry eye ("dry eyes"), dark circles under eyes ("dark circles under the eyes"), skin discolouration ("dull complexion"), erythema ("redness on face"), allergy to chemicals ("hypersensitivity to pollution, to light, to chlorine, dental floss, surgical wire"), photosensitivity reaction ("hypersensitivity to pollution, to light, to chlorine, dental floss, surgical wire"), eczema ("slight eczema on the arm, episodic"), temperature intolerance ("sensitive to the cold"), feeling abnormal ("sensation to become quickly old"), anxiety ("anxiety"), staphylococcal infection ("infection with staphylococcus aureus after removal of lumbar lipoma"), hyperacusis ("one episode of painful amplification of noise"), constipation ("constipation"), mental impairment ("difficulty thinking or concentrating"), anhedonia ("anhedonia"), affect lability ("emotional lability"), hypertrichosis ("hyperpilosity"), pollakiuria ("the patient describes urgent cases and pollakiuria without dysuria.") And stress urinary incontinence ("stress urinary incontinence") and was found to have heart rate irregular ("sensation of irregular heart beats and strong in the neck"), weight increased ("weight gain 20 kg in five years") and uterine leiomyoma ("uterine fibroma, increased volume of uterus, myomatous uterus"). The patient was hospitalized from (B)(6) 2017. The patient was treated with aceclofenac (cartrex), flurbiprofen (antadys), lansoprazole (ogast), ofloxacin (oflocet), tianeptine sodium (stablon) and surgery (bilateral salpingectomy and conization). Essure was removed on (B)(6) 2017. In (B)(6) 2017, the fatigue had resolved. At the time of the report, the allergy to metals, pelvic pain, genital haemorrhage, amenorrhoea, abdominal distension, headache, cervical dysplasia, musculoskeletal pain, arthralgia, migraine, digestion impaired, food intolerance, eye pain, vision blurred, disturbance in attention, memory impairment, dizziness, poor quality sleep, hirsutism, cyst, tongue polyp, alopecia, hyperaesthesia teeth, dyspnoea, diarrhoea, vitamin d deficiency, heart rate irregular, haematoma, ocular hyperaemia, respiratory disorder, nervous system disorder, eye disorder, visual impairment, weight increased, speech disorder, cognitive disorder, bone pain, cervicobrachial syndrome, rhinitis, dry eye, dark circles under eyes, skin discolouration, erythema, allergy to chemicals, photosensitivity reaction, eczema, temperature intolerance, feeling abnormal, cholelithiasis, anxiety, periodontal disease, sinusitis, hyperacusis, constipation, asthenia, depression, anhedonia, affect lability, pollakiuria, stress urinary incontinence and gastritis had resolved, the abdominal pain lower and myalgia had not resolved and the muscle contracture, flatulence, gastrointestinal motility disorder, dyspepsia, abdominal pain upper, snoring, somnolence and spinal osteoarthritis outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, affect lability, allergy to chemicals, allergy to metals, alopecia, amenorrhoea, anhedonia, anxiety, arthralgia, asthenia, bone pain, cervical dysplasia, cervicobrachial syndrome, cholelithiasis, cognitive disorder, constipation, cyst, dark circles under eyes, depression, diarrhoea, digestion impaired, disturbance in attention, dizziness, dry eye, dyspnoea, eczema, erythema, eye disorder, eye pain, fatigue, feeling abnormal, food intolerance, genital haemorrhage, haematoma, headache, heart rate irregular, hirsutism, hyperacusis, hyperaesthesia teeth, loss of consciousness, memory impairment, mental impairment, migraine, musculoskeletal pain, myalgia, nervous system disorder, ocular hyperaemia, pelvic pain, periodontal disease, photosensitivity reaction, poor quality sleep, respiratory disorder, rhinitis, sinusitis, skin discolouration, speech disorder, spinal osteoarthritis, staphylococcal infection, temperature intolerance, tongue polyp, uterine leiomyoma, vision blurred, visual impairment, vitamin d deficiency and weight increased to be related to essure. The reporter provided no causality assessment for abdominal pain upper, flatulence, gastrointestinal motility disorder, muscle contracture, musculoskeletal stiffness, snoring, somnolence and dyspepsia with essure. The reporter considered gastritis, hypertrichosis, pollakiuria and stress urinary incontinence to be unrelated to essure. The reporter commented: metrorrhagia had resolved after essure insertion and the patient had not much abundant menstruations after essure insertion. Regarding the etiology, the patient's neurologist, mentioned a possible thymic (mood) context or bad tolerance with essure. According to the patient's second gynecologist, essure were involved in the patient's symptoms. The patient's hepato-gastro-enterologist considered a probable intolerance with essure on (B)(6) 2017, a post-operative complication was observed : a pelvic collection treated with favorable outcome. On follow up of (B)(6) 2021: physician mention the absence of nickel allergy (discrepancy); in (B)(6) 2010 patient carried out an extensive biological assessment such as that it is prescribed in the event of symptomatology pointing to a rheumatoid pathology systemic. According to the reporter, the most common side effects of malarone are headache, abdominal pain, diarrhea, dizziness, insomnia, psychiatric disturbances. Joint pain should be compared to the symptomatology explored in (B)(6) 2010, therefore before fitting the essure. Neck and arm pain are explained by cervical osteoarthritis documented on x-rays from (B)(6) 2012. Digestive disorders may be related to antritis gastric and cholelithiasis documented in october 2012. General discomfort may be related to diffuse periodontal disease and chronic maxillary sinusitis documented in (B)(6) 2013. It is not possible to relate in a direct and certain way the disorders presented by patient with essure implants. Similar disorders are described in the literature medical treatment in many women with essure devices. During the 4-5 postoperative months, disappearance of painful symptoms. Then reappearance of joint pain, abdominal pain with bloating. During the year 2020, reappearance of more significant muscle and joint pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Allergy test - in 2016: positive for nickel. Biopsy cervix - on (B)(6) 2015: showing viral lesions with mild to moderate dysplasia.. Colonoscopy - on (B)(6) 2010: removal of hyperplasic polyp. Endoscopy upper gastrointestinal tract - in november 2012: showing an outline of hiatus hernia, a slight antritis; in 2016: without finding for etiology. Face and mouth x-ray - on (B)(6) 2013: evidence of diffuse periodontal disease and chronic maxillary sinusitis.. Gynaecological examination - on (B)(6) 2011: after essure placement: 3 trailing coils on left and on right. Novasure and curettage done: non-suspicious endometrial polyps found. Investigation - on an unknown date: clinical examination: no static disturbance, no motor disturbances, no reduction in amplitudes articular. Absence of lymphadenopathy, cardiac and respiratory auscultation without abnormalities. Liver and spleen not palpable, abdomen supple and depressible, moderate pain pressure on the colic area. Abdominal scars: inferior umbilical 1 cm, vertical umbilical 3 cm, suprapubic 1 cm, left iliac fossa of 1 cm, 4 cm in right iliac fossa, hypochondrium left 1 cm. Gynecological examination without special feature, apart from stress urinary incontinence, need for protection because of these leaks.absence of anal incontinence. Perineal inspection is normal, tissue trophicity as well. A drought tissue is reported by the patient. The perineum is labeled c1 h nothing r1, the levator testing is 3/5 the speculum examination is unremarkable, vaginal examination is normal and should not be does not trigger pain.; on (B)(6) 2010: cardiac workup: benign extrasystoles with a healthy heart. Magnetic resonance imaging abdominal - on (B)(6) 2010: interstitial myoma at the bottom of the uterus. No adenomyosis, no endometriosis, a small left ovary.; on (B)(6) 2016: increased volume of uterus, and myomatous uterus, no sign of endometriosis. Pathology test - on (B)(6) 2015: slight epithelial dysplasia or cervical intra-epithelial neoplasia associated with viral lesions cin1k (koilocytosis).; on (B)(6) 2017: myomatous uterus with several interstitial leiomyomas up to 3.5 cm partially hyaline and calcified. Smear test - in (B)(6) 2012: normal cervico-uterine smear.. Ultrasound abdomen - in (B)(6) 2012: uncomplicated gallbladder lithiasis.. Ultrasound pelvis - on (B)(6) 2011: normal pelvic ultrasound, essure implants in place.; on (B)(6) 2014: evidence of a 19 mm submucosal myoma; essure in place.. Ultrasound scan - on (B)(6) 2009: lipoma in lumbar area, mastology unremarkable; on (B)(6) 2014: submucosal myoma. Essure correctly placed; in 2016: without finding for etiology. X-ray - in (B)(6) 2012: cervical osteoarthritis; in (B)(6) 2012: x-ray of the cervical spine for right cervicobrachial neuralgia, showing right c5 - c6 and c6 - c7 osteoarthritis.. Lot number: 772497, manufacturing date: 2010/08 expiration date: 2013/08. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2021: lab datas and new adverse events added: muscle contracture, stiff neck, dyspepsia, epigastralgia, abdominal meteorism, flatulence, alternation between constipation and diarrhea, snoring, somnolence a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1614982/r1614984) on 17-jan-2017. The most recent information was received on 15-may-2019. This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("allergy test for nickel came back positive"), genital haemorrhage ("bleeding"), mental impairment ("difficulty thinking or concentrating") and loss of consciousness ("loss of consciousness") in a 44-year-old female patient who had essure (batch no. 772497) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure inserted with curettage and novassure endometrial ablation" on (B)(6) 2011. The patient's medical history included parity 2, cyst removal (right ovary) in 1993, metrorrhagia, pain menstrual, nickel sensitivity, menstruation increased, therapeutic abortion (due to iugr (8 months of pregnancy)) in 1994, fetal growth retardation (with anamnios) in 1994, venous insufficiency, muscle rupture in 2007, appendicectomy, adenoidectomy, umbilical hernia, cigarette smoker (1 pack per day) from 1984 to 2014, gonalgia (lesion of medial meniscus and cyst on posterior cruciate ligament) in 2008, liposuction in (B)(6) 2009, migraine, sciatica, alcohol use (1 glass per day), lipoma (in lumbar area) in 2013, dizziness (after bronchitis) in 1996, nystagmus in 1996, dysphonia (edema and hematoma on the left vocal cord) on (B)(6) 2010, tongue polyp (ablation) on (B)(6) 2011, pollakiuria (with burning) in (B)(6) 2009, delivery (male) in 1991, delivery (female) in 1996, anal fissure in 1997, colic in 2009, acute bronchitis in 1996 and diffuse pain. Previously administered products included for an unreported indication: repevax (diphtheria,pertussis,tetanus,poliomyelit ) in (B)(6) 2011, celestene (betamethasone ), maxilase (alpha-amylase ), iud, lutenyl ( nomegestrol acetate ), oral contraception, vastarel (trimetazidine hydrochloride ), prozac, fluoxetine hydrochloride (vision disorders, concentrating disorders and dizziness). Past adverse reactions to the above products included cyst with iud; and drug hypersensitivity with prozac, fluoxetine hydrochloride (vision disorders, concentrating disorders and dizziness). Family history included liposarcoma (mother died), colorectal cancer (in 75 year old father) and breast disorder female (in grandmother mammary polymitosis). Concomitant products included ascorbic acid, ballota nigra extract;cola nitida powder;crataegus spp. Extract;passiflora incarnata extract;paullinia cupana powder;valeriana officinalis extract (euphytose), cholecalciferol (uvedose) and rabeprazole sodium (pariet). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced depression ("depression episode"). In 2011, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), fatigue ("chronic fatigue, tiredness"), musculoskeletal pain ("musculoskeletal pain"), arthralgia ("joint pain, hips, knees, elbows"), abdominal distension ("bloating (problems with major bloating)"), dyspepsia ("digestive problems, functional digestive"), vision blurred ("blurred vision") and dizziness ("dizziness, lightheadedness as if I had been drinking"). In 2013, the patient experienced alveolitis ("dental alveolitis after a tooth extraction"). On (B)(6) 2015, the patient experienced loss of consciousness (seriousness criterion medically significant) with malaise. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), mental impairment (seriousness criterion medically significant), pain ("pain"), migraine ("migraine"), food intolerance ("more and more intolerance to foods"), eye pain ("stinging eyes"), disturbance in attention ("difficulty thinking or concentrating"), memory impairment ("memory disturbances"), hirsutism ("hair growth (in face)"), cyst ("cysts"), tongue polyp ("polyps (on the tongue as well)"), alopecia ("hair loss"), hyperaesthesia teeth ("hypersensitivity of teeth"), dyspnoea ("breathlessness"), diarrhoea ("almost immediate diarrhoea"), vitamin d deficiency ("vitamin d that remained deficient despite supplementation"), abdominal pain lower ("slight pinching pain in the right lower abdomen, especially when I sneeze or cough"), amenorrhoea ("no longer had periods or had periods with clots or haemorrhagic periods"), haematoma ("haematoma"), ocular hyperaemia ("red eyes"), respiratory disorder ("respiratory signs (ent)"), nervous system disorder ("neurological"), eye disorder ("ophthalmological"), pelvic pain ("acute pelvic pain"), headache ("strong headache"), visual impairment ("vision disorders"), speech disorder ("speech difficulties"), cognitive disorder ("episodic cognitive disorders"), myalgia ("diffuse muscle soreness"), bone pain ("pain in tendons, bones and joints"), spinal osteoarthritis ("right uncarthrosis c5-c6 and c6-c7"), cervicobrachial syndrome ("right cervico-brachial neuralgia c6, with paresthesia") with paraesthesia, rhinitis ("rhinitis"), dry eye ("dry eyes"), dark circles under eyes ("dark circles under the eyes"), skin discolouration ("dull complexion"), erythema ("redness on face"), allergy to chemicals ("hypersensitivity to pollution, to light, to chlorine, dental floss, surgical wire"), photosensitivity reaction ("hypersensitivity to pollution, to light, to chlorine, dental floss, surgical wire"), temperature intolerance ("sensitive to the cold"), feeling abnormal ("sensation to become quickly old"), asthenia ("asthenia"), anhedonia ("anhedonia"), poor quality sleep ("bad sleep"), cholelithiasis ("cholelithiasis"), anxiety ("anxiety"), staphylococcal infection ("infection with staphylococcus aureus after removal of lumbar lipoma"), sinusitis ("sinusitis"), hyperacusis ("one episode of painful amplification of noise"), affect lability ("emotional lability"), constipation ("constipation") and eczema ("slight eczema on the arm, episodic") and was found to have heart rate irregular ("sensation of irregular heart beats and strong in the neck"), weight increased ("weight gain 20 kg in five years") and uterine leiomyoma ("uterine fibroma"). The patient was treated with aceclofenac (cartrex), flurbiprofen (antadys), lansoprazole (ogast), ofloxacin (oflocet), tianeptine sodium (stablon) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, genital haemorrhage, loss of consciousness, musculoskeletal pain, pain, abdominal distension, dyspepsia, food intolerance, eye pain, vision blurred, dizziness, hirsutism, cyst, tongue polyp, alopecia, hyperaesthesia teeth, dyspnoea, diarrhoea, vitamin d deficiency, heart rate irregular, abdominal pain lower, amenorrhoea, haematoma, ocular hyperaemia, respiratory disorder, eye disorder, pelvic pain, headache, visual impairment, weight increased, uterine leiomyoma, myalgia, bone pain, spinal osteoarthritis, cervicobrachial syndrome, rhinitis, dry eye, dark circles under eyes, skin discolouration, erythema, allergy to chemicals, photosensitivity reaction, temperature intolerance, feeling abnormal, asthenia, poor quality sleep, cholelithiasis, alveolitis, staphylococcal infection, sinusitis, constipation and eczema outcome was unknown, the mental impairment, disturbance in attention, memory impairment, nervous system disorder, speech disorder and cognitive disorder had not resolved and the fatigue, arthralgia, migraine, anhedonia, anxiety, hyperacusis, affect lability and depression had resolved. The reporter considered abdominal distension, abdominal pain lower, affect lability, allergy to chemicals, allergy to metals, alopecia, alveolitis, amenorrhoea, anhedonia, anxiety, arthralgia, asthenia, bone pain, cervicobrachial syndrome, cholelithiasis, cognitive disorder, constipation, cyst, dark circles under eyes, depression, diarrhoea, disturbance in attention, dizziness, dry eye, dyspepsia, dyspnoea, eczema, erythema, eye disorder, eye pain, fatigue, feeling abnormal, food intolerance, genital haemorrhage, haematoma, headache, heart rate irregular, hirsutism, hyperacusis, hyperaesthesia teeth, loss of consciousness, memory impairment, mental impairment, migraine, musculoskeletal pain, myalgia, nervous system disorder, ocular hyperaemia, pain, pelvic pain, photosensitivity reaction, poor quality sleep, respiratory disorder, rhinitis, sinusitis, skin discolouration, speech disorder, spinal osteoarthritis, staphylococcal infection, temperature intolerance, tongue polyp, uterine leiomyoma, vision blurred, visual impairment, vitamin d deficiency and weight increased to be related to essure. The reporter commented: regarding the etiology, the patient's neurologist, mentioned a possible thymic (mood) context or bad tolerance with essure. According to the patient's second gynecologist, essure were involved in the patient's symptoms. The patient's hepato-gastro-enterologist considered a probable intolerance with essure on (B)(6) 2017, essure removed by total hysterectomy with bilateral salpingectomy due to all the symptoms and fibroma. A post-operative complication was observed : a pelvic collection treated with favourable outcome. According to the patient, joint pain, migraine, tiredness, emotional instability resolved after essure removal. But memory loss and concentrating difficulties not resolved (no medical report available after the removal of essure). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Allergy test - on an unknown date: positive for nickel. Colonoscopy - on (B)(6) 2010: removal of hyperplasic polyp. Endoscopy upper gastrointestinal tract - on an unknown date: without finding for etiology. Investigation - on (B)(6) 2010: cardiac workup: benign extrasystoles with a healthy heart. Nuclear magnetic resonance imaging abdominal - in 2010: interstitial myoma at the the bottom of the uterus. No adenomyosis, no endometriosis. Ultrasound scan - on an unknown date: without finding for etiology; on (B)(6) 2009: lipoma in lumbar area, mastology unremarkable. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 15-may-2019: follow-up via legal departm: med. And family history added (prev reported: parity 2, metrorrhagia, iud use, allergy with nickel). Essure lot #772497 added. Uterine leiomyoma was nonserious (no surgery - salpingectomy for the myoma). New events: bone pain, spinal osteoarthritis, dry and red eyes, rhinitis, skin discolouration, dark circles eyes, loss of consciousness,cervicobrachial syndrome, erythema, allergy to chemicals, photosensitivity, temperature intolerance, feeling abnormal, asthenia, poor quality sleep, cholelithiasis, alveolitis staphylococcal infection, sinusitis, heart rate irregular, hyperacusis, migraine, affect lability, constipation, anhedonia, anxiety, depression, eczema. Causality assessment by neurologist, second gynecologist, hepato-gastroenterologist and patient comment on outcome added to comment section. Concomitant / treatment drugs added (prev: only antadys reported) we have now received a lot number in this case. A additional technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2017. The most recent information was received on (B)(6) 2019. This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('allergy test for nickel came back positive'), genital haemorrhage ('bleeding'), mental impairment ('difficulty thinking or concentrating') and loss of consciousness ('loss of consciousness') in a 44-year-old female patient who had essure (batch no. 772497) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure inserted with curettage and novassure endometrial ablation" on (B)(6) 2011. The patient's medical history included tongue polyp (ablation) on (B)(6) 2011, dysphonia (edema and hematoma on the left vocal cord) on (B)(6) 2010, liposuction in (B)(6) 2009, colic in 2009, pollakiuria (with burning) in (B)(6) 2009, gonalgia (lesion of medial meniscus and cyst on posterior cruciate ligament) in 2008, muscle rupture in 2007, dizziness (after bronchitis) in 1996, nystagmus in 1996, acute bronchitis in 1996, parity (female) in 1996, therapeutic abortion (due to iugr (8 months of pregnancy)) in 1994, intrauterine growth retardation (with anamnios) in 1994, cyst removal (right ovary) in 1993, parity (male) in 1991, cigarette smoker (1 pack per day) from 1984 to 2014, parity 2, metrorrhagia, pain menstrual, nickel sensitivity, menstruation increased, venous insufficiency, appendicectomy, adenoidectomy, umbilical hernia, migraine, sciatica, alcohol use (1 glass per day), lipoma (in lumbar area) in 2013, anal fissure in 1997 and chronic pain. Previously administered products included for an unreported indication: repevax (diphtheria,pertussis,tetanus,poliomyelit ) in (B)(6) 2011, celestene (betamethasone ), maxilase (alpha-amylase ), iud, lutenyl ( nomegestrol acetate ), oral contraception, vastarel (trimetazidine hydrochloride ), prozac, fluoxetine hydrochloride (vision disorders, concentrating disorders and dizziness). Past adverse reactions to the above products included cyst with iud; and drug hypersensitivity with prozac, fluoxetine hydrochloride (vision disorders, concentrating disorders and dizziness). Family history included liposarcoma (mother died), colorectal cancer (in 75 year old father) and breast disorder female (in grandmother mammary polymitosis). Concomitant products included ascorbic acid, colecalciferol (uvedose) and rabeprazole sodium (pariet). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced depression ("depression episode"). In 2011, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), fatigue ("chronic fatigue, tiredness"), musculoskeletal pain ("musculoskeletal pain"), arthralgia ("joint pain, hips, knees, elbows"), abdominal distension ("bloating (problems with major bloating)"), dyspepsia ("digestive problems, functional digestive"), vision blurred ("blurred vision") and dizziness ("dizziness, lightheadedness as if I had been drinking"). In 2013, the patient experienced alveolitis ("dental alveolitis after a tooth extraction"). On (B)(6) 2015, the patient experienced loss of consciousness (seriousness criterion medically significant) with malaise. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), mental impairment (seriousness criterion medically significant), pain ("pain"), migraine ("migraine"), food intolerance ("more and more intolerance to foods"), eye pain ("stinging eyes"), disturbance in attention ("difficulty thinking or concentrating"), memory impairment ("memory disturbances"), hirsutism ("hair growth (in face)"), cyst ("cysts"), tongue polyp ("polyps (on the tongue as well)"), alopecia ("hair loss"), hyperaesthesia teeth ("hypersensitivity of teeth"), dyspnoea ("breathlessness"), diarrhoea ("almost immediate diarrhoea"), vitamin d deficiency ("vitamin d that remained deficient despite supplementation"), abdominal pain lower ("slight pinching pain in the right lower abdomen, especially when I sneeze or cough"), amenorrhoea ("no longer had periods or had periods with clots or haemorrhagic periods"), haematoma ("haematoma"), ocular hyperaemia ("red eyes"), respiratory disorder ("respiratory signs (ent)"), nervous system disorder ("neurological"), eye disorder ("ophthalmological"), pelvic pain ("acute pelvic pain"), headache ("strong headache"), visual impairment ("vision disorders"), speech disorder ("speech difficulties"), cognitive disorder ("episodic cognitive disorders"), myalgia ("diffuse muscle soreness"), bone pain ("pain in tendons, bones and joints"), spinal osteoarthritis ("right uncarthrosis c5-c6 and c6-c7"), cervicobrachial syndrome ("right cervico-brachial neuralgia c6, with paresthesia") with paraesthesia, rhinitis ("rhinitis"), dry eye ("dry eyes"), dark circles under eyes ("dark circles under the eyes"), skin discolouration ("dull complexion"), erythema ("redness on face"), allergy to chemicals ("hypersensitivity to pollution, to light, to chlorine, dental floss, surgical wire"), photosensitivity reaction ("hypersensitivity to pollution, to light, to chlorine, dental floss, surgical wire"), temperature intolerance ("sensitive to the cold"), feeling abnormal ("sensation to become quickly old"), asthenia ("asthenia"), anhedonia ("anhedonia"), poor quality sleep ("bad sleep"), cholelithiasis ("cholelithiasis"), anxiety ("anxiety"), staphylococcal infection ("infection with staphylococcus aureus after removal of lumbar lipoma"), sinusitis ("sinusitis"), hyperacusis ("one episode of painful amplification of noise"), affect lability ("emotional lability"), constipation ("constipation") and eczema ("slight eczema on the arm, episodic") and was found to have heart rate irregular ("sensation of irregular heart beats and strong in the neck"), weight increased ("weight gain 20 kg in five years") and uterine leiomyoma ("uterine fibroma"). The patient was treated with aceclofenac (cartrex), flurbiprofen (antadys), lansoprazole (ogast), ofloxacin (oflocet), tianeptine sodium (stablon) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, genital haemorrhage, loss of consciousness, musculoskeletal pain, pain, abdominal distension, dyspepsia, food intolerance, eye pain, vision blurred, dizziness, hirsutism, cyst, tongue polyp, alopecia, hyperaesthesia teeth, dyspnoea, diarrhoea, vitamin d deficiency, heart rate irregular, abdominal pain lower, amenorrhoea, haematoma, ocular hyperaemia, respiratory disorder, eye disorder, pelvic pain, headache, visual impairment, weight increased, uterine leiomyoma, myalgia, bone pain, spinal osteoarthritis, cervicobrachial syndrome, rhinitis, dry eye, dark circles under eyes, skin discolouration, erythema, allergy to chemicals, photosensitivity reaction, temperature intolerance, feeling abnormal, asthenia, poor quality sleep, cholelithiasis, alveolitis, staphylococcal infection, sinusitis, constipation and eczema outcome was unknown, the mental impairment, disturbance in attention, memory impairment, nervous system disorder, speech disorder and cognitive disorder had not resolved and the fatigue, arthralgia, migraine, anhedonia, anxiety, hyperacusis, affect lability and depression had resolved. The reporter considered abdominal distension, abdominal pain lower, affect lability, allergy to chemicals, allergy to metals, alopecia, alveolitis, amenorrhoea, anhedonia, anxiety, arthralgia, asthenia, bone pain, cervicobrachial syndrome, cholelithiasis, cognitive disorder, constipation, cyst, dark circles under eyes, depression, diarrhoea, disturbance in attention, dizziness, dry eye, dyspepsia, dyspnoea, eczema, erythema, eye disorder, eye pain, fatigue, feeling abnormal, food intolerance, genital haemorrhage, haematoma, headache, heart rate irregular, hirsutism, hyperacusis, hyperaesthesia teeth, loss of consciousness, memory impairment, mental impairment, migraine, musculoskeletal pain, myalgia, nervous system disorder, ocular hyperaemia, pain, pelvic pain, photosensitivity reaction, poor quality sleep, respiratory disorder, rhinitis, sinusitis, skin discolouration, speech disorder, spinal osteoarthritis, staphylococcal infection, temperature intolerance, tongue polyp, uterine leiomyoma, vision blurred, visual impairment, vitamin d deficiency and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: regarding the etiology, the patient's neurologist, mentioned a possible thymic (mood) context or bad tolerance with essure. According to the patient's second gynecologist, essure were involved in the patient's symptoms. The patient's hepato-gastro-enterologist considered a probable intolerance with essure on (B)(6) 2017, essure removed by total hysterectomy with bilateral salpingectomy due to all the symptoms and fibroma. A post-operative complication was observed : a pelvic collection treated with favourable outcome. According to the patient, joint pain, migraine, tiredness, emotional instability resolved after essure removal. But memory loss and concentrating difficulties not resolved (no medical report available after the removal of essure). Concomitant drug includes euphytose diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Allergy test - on an unknown date: positive for nickel. Colonoscopy - on (B)(6) 2010: removal of hyperplasic polyp. Endoscopy upper gastrointestinal tract - on an unknown date: without finding for etiology. Investigation - on (B)(6) 2010: cardiac workup: benign extrasystoles with a healthy heart. Nuclear magnetic resonance imaging abdominal - in 2010: interstitial myoma at the bottom of the uterus. No adenomyosis, no endometriosis. Ultrasound scan - on an unknown date: without finding for etiology; on (B)(6) 2009: lipoma in lumbar area, mastology unremarkable. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc. We have now received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 17-jan-2017. The most recent information was received on 08-mar-2021. This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('allergy test for nickel came back positive'), genital haemorrhage ('bleeding'), mental impairment ('difficulty thinking or concentrating') and loss of consciousness ('loss of consciousness') in a 44-year-old female patient who had essure (batch no. 772497) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure inserted with curettage and novassure endometrial ablation" on (B)(6) 2011. The patient's medical history included thermal ablation (novasure) on (B)(6) 2011, uterine abrasion on (B)(6) 2011, tongue polyp (ablation) on (B)(6) 2011, dysphonia (edema and hematoma on the left vocal cord) on (B)(6) 2010, liposuction in (B)(6) 2009, colic in 2009, pollakiuria (with burning) in (B)(6) 2009, gonalgia (lesion of medial meniscus and cyst on posterior cruciate ligament) in 2008, muscle rupture in 2007, dizziness (after bronchitis) in 1996, nystagmus in 1996, acute bronchitis in 1996, parity (female) in 1996, therapeutic abortion (due to iugr (8 months of pregnancy)) in 1994, intrauterine growth retardation (with anamnios) in 1994, cyst removal (right ovary) in 1993, parity (male) in 1991, cigarette smoker (1 pack per day) from 1984 to 2014, parity 2, metrorrhagia, pain menstrual, nickel sensitivity, menstruation increased, venous insufficiency, appendicectomy, adenoidectomy, umbilical hernia, migraine, sciatica, alcohol use (1 glass per day), lipoma (in lumbar area) in 2013, anal fissure in 1997 and chronic pain. Previously administered products included for heavy periods: lutenyl ( nomegestrol acetate ) on (B)(6) 2010; for an unreported indication: repevax (diphtheria,pertussis,tetanus,poliomyelit ) in (B)(6) 2011, maxilase (alpha-amylase ), iud, oral contraception, celestene (betamethasone ), vastarel (trimetazidine hydrochloride ), prozac, fluoxetine hydrochloride (vision disorders, concentrating disorders and dizziness). Past adverse reactions to the above products included cyst with iud; and drug hypersensitivity with prozac, fluoxetine hydrochloride (vision disorders, concentrating disorders and dizziness). Family history included liposarcoma (mother died), colorectal cancer (in 75 year old father) and breast disorder female (in grandmother mammary polymitosis). Concomitant products included ascorbic acid, colecalciferol (uvedose) and rabeprazole sodium (pariet). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced depression ("depression episode"). In 2011, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), fatigue ("chronic fatigue, tiredness"), musculoskeletal pain ("musculoskeletal pain"), arthralgia ("joint pain, hips, knees, elbows"), abdominal distension ("bloating (problems with major bloating)"), dyspepsia ("digestive problems, functional digestive"), vision blurred ("blurred vision") and dizziness ("dizziness, lightheadedness as if I had been drinking"). In 2013, the patient experienced periodontal disease ("dental alveolitis after a tooth extraction"). On (B)(6) 2015, the patient experienced loss of consciousness (seriousness criterion medically significant) with malaise. On (B)(6) 2015, the patient experienced cervical dysplasia ("slight epithelial or cervical intra-epithelial neoplasia associated with viral lesions cin1k (koilocytosis)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), mental impairment (seriousness criterion medically significant), pain ("pain"), migraine ("migraine"), food intolerance ("more and more intolerance to foods"), eye pain ("stinging eyes"), disturbance in attention ("difficulty thinking or concentrating"), memory impairment ("memory disturbances"), hirsutism ("hair growth (in face)"), cyst ("cysts"), tongue polyp ("polyps (on the tongue as well)"), alopecia ("hair loss"), hyperaesthesia teeth ("hypersensitivity of teeth"), dyspnoea ("breathlessness"), diarrhoea ("almost immediate diarrhoea"), vitamin d deficiency ("vitamin d that remained deficient despite supplementation"), abdominal pain lower ("slight pinching pain in the right lower abdomen, especially when I sneeze or cough"), amenorrhoea ("no longer had periods or had periods with clots or haemorrhagic periods"), haematoma ("haematoma"), ocular hyperaemia ("red eyes"), respiratory disorder ("respiratory signs (ent)"), nervous system disorder ("neurological"), eye disorder ("ophthalmological"), pelvic pain ("acute pelvic pain"), headache ("strong headache"), visual impairment ("vision disorders"), speech disorder ("speech difficulties"), cognitive disorder ("episodic cognitive disorders"), myalgia ("diffuse muscle soreness"), bone pain ("pain in tendons, bones and joints"), spinal osteoarthritis ("right uncarthrosis c5-c6 and c6-c7"), cervicobrachial syndrome ("right cervico-brachial neuralgia c6, with paresthesia") with paraesthesia, rhinitis ("rhinitis"), dry eye ("dry eyes"), dark circles under eyes ("dark circles under the eyes"), skin discolouration ("dull complexion"), erythema ("redness on face"), allergy to chemicals ("hypersensitivity to pollution, to light, to chlorine, dental floss, surgical wire"), photosensitivity reaction ("hypersensitivity to pollution, to light, to chlorine, dental floss, surgical wire"), temperature intolerance ("sensitive to the cold"), feeling abnormal ("sensation to become quickly old"), asthenia ("asthenia"), anhedonia ("anhedonia"), poor quality sleep ("bad sleep"), cholelithiasis ("cholelithiasis"), anxiety ("anxiety"), staphylococcal infection ("infection with staphylococcus aureus after removal of lumbar lipoma"), sinusitis ("sinusitis"), hyperacusis ("one episode of painful amplification of noise"), affect lability ("emotional lability"), constipation ("constipation") and eczema ("slight eczema on the arm, episodic") and was found to have heart rate irregular ("sensation of irregular heart beats and strong in the neck"), weight increased ("weight gain 20 kg in five years") and uterine leiomyoma ("uterine fibroma, increased volume of uterus, myomatous uterus"). The patient was treated with aceclofenac (cartrex), flurbiprofen (antadys), lansoprazole (ogast), ofloxacin (oflocet), tianeptine sodium (stablon) and surgery (bilateral salpingectomy and conization). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, genital haemorrhage, loss of consciousness, musculoskeletal pain, pain, abdominal distension, dyspepsia, food intolerance, eye pain, vision blurred, dizziness, hirsutism, cyst, tongue polyp, alopecia, hyperaesthesia teeth, dyspnoea, diarrhoea, vitamin d deficiency, heart rate irregular, abdominal pain lower, amenorrhoea, haematoma, ocular hyperaemia, respiratory disorder, eye disorder, pelvic pain, headache, visual impairment, weight increased, uterine leiomyoma, myalgia, bone pain, spinal osteoarthritis, cervicobrachial syndrome, rhinitis, dry eye, dark circles under eyes, skin discolouration, erythema, allergy to chemicals, photosensitivity reaction, temperature intolerance, feeling abnormal, asthenia, poor quality sleep, cholelithiasis, periodontal disease, staphylococcal infection, sinusitis, constipation, eczema and cervical dysplasia outcome was unknown, the mental impairment, disturbance in attention, memory impairment, nervous system disorder, speech disorder and cognitive disorder had not resolved and the fatigue, arthralgia, migraine, anhedonia, anxiety, hyperacusis, affect lability and depression had resolved. The reporter considered abdominal distension, abdominal pain lower, affect lability, allergy to chemicals, allergy to metals, alopecia, amenorrhoea, anhedonia, anxiety, arthralgia, asthenia, bone pain, cervical dysplasia, cervicobrachial syndrome, cholelithiasis, cognitive disorder, constipation, cyst, dark circles under eyes, depression, diarrhoea, disturbance in attention, dizziness, dry eye, dyspepsia, dyspnoea, eczema, erythema, eye disorder, eye pain, fatigue, feeling abnormal, food intolerance, genital haemorrhage, haematoma, headache, heart rate irregular, hirsutism, hyperacusis, hyperaesthesia teeth, loss of consciousness, memory impairment, mental impairment, migraine, musculoskeletal pain, myalgia, nervous system disorder, ocular hyperaemia, pain, pelvic pain, periodontal disease, photosensitivity reaction, poor quality sleep, respiratory disorder, rhinitis, sinusitis, skin discolouration, speech disorder, spinal osteoarthritis, staphylococcal infection, temperature intolerance, tongue polyp, uterine leiomyoma, vision blurred, visual impairment, vitamin d deficiency and weight increased to be related to essure. The reporter commented: metrorrhagia had resolved after essure insertion and the patient had not much abundant menstruations after essure insertion. Regarding the etiology, the patient's neurologist, mentioned a possible thymic (mood) context or bad tolerance with essure. According to the patient's second gynecologist, essure were involved in the patient's symptoms. The patient's hepato-gastro-enterologist considered a probable intolerance with essure on (B)(6) 2017, essure removed by total hysterectomy with bilateral salpingectomy due to all the symptoms and fibroma. A post-operative complication was observed : a pelvic collection treated with favourable outcome. According to the patient, joint pain, migraine, tiredness, emotional instability resolved after essure removal. But memory loss and concentrating difficulties not resolved (no medical report available after the removal of essure). Concomitant drug includes euphytose. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Allergy test - in 2016: positive for nickel. Colonoscopy - on (B)(6) 2010: removal of hyperplasic polyp. Endoscopy upper gastrointestinal tract - in 2016: without finding for etiology. Gynaecological examination - on (B)(6) 2011: after essure placement: 3 trailing coils on left and on right. Novasure and curettage done: non-suspicious endometrial polyps found. Investigation - on (B)(6) 2010: cardiac workup: benign extrasystoles with a healthy heart. Magnetic resonance imaging abdominal - in 2010: interstitial myoma at the bottom of the uterus. No adenomyosis, no endometriosis; on (B)(6) 2016: increased volume of uterus, and myomatous uterus, no sign of endometriosis. Pathology test - on (B)(6) 2015: slight epithelial dysplasia or cervical intra-epithelial neoplasia associated with viral lesions cin1k (koilocytosis).. Ultrasound scan - on (B)(6) 2009: lipoma in lumbar area, mastology unremarkable; on (B)(6) 2014: submucosal myoma. Essure correctly placed; in 2016: without finding for etiology. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 8-mar-2021: follow up received via lawyer: historical drug lutenyl start date and indication added. After essure placement: 3 trailing coils on left and on right. Non-suspicious endometrial polyps were found. Metrorrhagia had resolved after essure insertion and the patient had not much abundant menstruations after essure insertion. Ultrasound (B)(6) 2014: submucosal myoma and essure correctly placed. Conization performed. Pathological anatomy examination on (B)(6) 2015 showed slight epithelial dysplasia or cervical intra-epithelial neoplasia in associated with viral lesions cin1k (koilocytosis) (event added). MRI in (B)(6) 2016 due to pain showed increased volume of uterus, and myomatous uterus, no sign of endometriosis. Nickel allergy was disclosed in early 2016 (test date added). We have now received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 17-jan-2017. The most recent information was received on 12-mar-2021. This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('allergy test for nickel came back positive') and loss of consciousness ('loss of consciousness') in a 44-year-old female patient who had essure (batch no. 772497) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure inserted with curettage and novassure endometrial ablation" on (B)(6) 2011. The patient's medical history included thermal ablation (novasure) on (B)(6) 2011, uterine abrasion on (B)(6) 2011, tongue polyp (ablation) on (B)(6) 2011, dysphonia (edema and hematoma on the left vocal cord) on (B)(6) 2010, liposuction in (B)(6) 2009, colic in 2009, pollakiuria (with burning) in (B)(6) 2009, gonalgia (lesion of medial meniscus and cyst on posterior cruciate ligament) in 2008, muscle rupture in 2007, dizziness (after bronchitis) in 1996, nystagmus in 1996, acute bronchitis in 1996, parity (female) in 1996, therapeutic abortion (due to iugr (8 months of pregnancy)) in 1994, intrauterine growth retardation (with anamnios) in 1994, cyst removal (right ovary) in 1993, parity (male) in 1991, cigarette smoker (1 pack per day) from 1984 to 2014, parity 2, metrorrhagia, pain menstrual, nickel sensitivity, menstruation increased, venous insufficiency, appendicectomy, adenoidectomy, umbilical hernia, migraine, sciatica, alcohol use (1 glass per day), lipoma (in lumbar area) in 2013, anal fissure in 1997 and chronic pain. Previously administered products included for heavy periods: lutenyl ( nomegestrol acetate ) on (B)(6) 2010; for an unreported indication: repevax (diphtheria,pertussis,tetanus,poliomyelit ) in february 2011, maxilase (alpha-amylase ), iud, oral contraception, celestene (betamethasone ), vastarel (trimetazidine hydrochloride ), prozac, fluoxetine hydrochloride (vision disorders, concentrating disorders and dizziness). Past adverse reactions to the above products included cyst with iud; and drug hypersensitivity with prozac, fluoxetine hydrochloride (vision disorders, concentrating disorders and dizziness). Family history included liposarcoma (mother died), colorectal cancer (in 75 year old father) and breast disorder female (in grandmother mammary polymitosis). Concomitant products included ascorbic acid, colecalciferol (uvedose) and rabeprazole sodium (pariet). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced depression ("depression episode"). In 2011, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), abdominal distension ("bloating (problems with major bloating)"), fatigue ("chronic fatigue, tiredness"), musculoskeletal pain ("musculoskeletal pain"), arthralgia ("joint pain, hips, knees, elbows"), dyspepsia ("digestive problems, functional digestive"), vision blurred ("blurred vision") and dizziness ("dizziness, lightheadedness as if I had been drinking"). In 2013, the patient experienced periodontal disease ("dental alveolitis after a tooth extraction"). On (B)(6) 2015, the patient experienced loss of consciousness (seriousness criterion medically significant) with malaise. On (B)(6) 2015, the patient experienced cervical dysplasia ("slight epithelial or cervical intra-epithelial neoplasia associated with viral lesions cin1k (koilocytosis)"). On an unknown date, the patient experienced pelvic pain ("acute pelvic pain/ pain"), abdominal pain lower ("slight pinching pain in the right lower abdomen, especially when I sneeze or cough"), genital haemorrhage ("bleeding"), amenorrhoea ("no longer had periods or had periods with clots or haemorrhagic periods"), headache ("strong headache"), migraine ("migraine"), food intolerance ("more and more intolerance to foods"), eye pain ("stinging eyes"), disturbance in attention ("difficulty thinking or concentrating"), memory impairment ("memory disturbances"), hirsutism ("hair growth (in face)"), cyst ("cysts"), tongue polyp ("polyps (on the tongue as well)"), alopecia ("hair loss"), hyperaesthesia teeth ("hypersensitivity of teeth"), dyspnoea ("breathlessness"), diarrhoea ("almost immediate diarrhoea"), vitamin d deficiency ("vitamin d that remained deficient despite supplementation"), haematoma ("haematoma"), ocular hyperaemia ("red eyes"), respiratory disorder ("respiratory signs (ent)"), nervous system disorder ("neurological"), eye disorder ("ophthalmological"), visual impairment ("vision disorders"), speech disorder ("speech difficulties"), cognitive disorder ("episodic cognitive disorders"), myalgia ("diffuse muscle soreness"), bone pain ("pain in tendons, bones and joints"), spinal osteoarthritis ("right uncarthrosis c5-c6 and c6-c7"), cervicobrachial syndrome ("right cervico-brachial neuralgia c6, with paresthesia") with paraesthesia, rhinitis ("rhinitis"), dry eye ("dry eyes"), dark circles under eyes ("dark circles under the eyes"), skin discolouration ("dull complexion"), erythema ("redness on face"), allergy to chemicals ("hypersensitivity to pollution, to light, to chlorine, dental floss, surgical wire"), photosensitivity reaction ("hypersensitivity to pollution, to light, to chlorine, dental floss, surgical wire"), eczema ("slight eczema on the arm, episodic"), temperature intolerance ("sensitive to the cold"), feeling abnormal ("sensation to become quickly old"), poor quality sleep ("bad sleep"), cholelithiasis ("cholelithiasis"), anxiety ("anxiety"), staphylococcal infection ("infection with staphylococcus aureus after removal of lumbar lipoma"), sinusitis ("sinusitis"), hyperacusis ("one episode of painful amplification of noise"), constipation ("constipation"), asthenia ("asthenia"), mental impairment ("difficulty thinking or concentrating"), anhedonia ("anhedonia") and affect lability ("emotional lability") and was found to have heart rate irregular ("sensation of irregular heart beats and strong in the neck"), weight increased ("weight gain 20 kg in five years") and uterine leiomyoma ("uterine fibroma, increased volume of uterus, myomatous uterus"). The patient was treated with aceclofenac (cartrex), flurbiprofen (antadys), lansoprazole (ogast), ofloxacin (oflocet), tianeptine sodium (stablon) and surgery (bilateral salpingectomy and conization). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, pelvic pain, abdominal pain lower, genital haemorrhage, amenorrhoea, abdominal distension, headache, cervical dysplasia, loss of consciousness, musculoskeletal pain, dyspepsia, food intolerance, eye pain, vision blurred, dizziness, hirsutism, cyst, tongue polyp, alopecia, hyperaesthesia teeth, dyspnoea, diarrhoea, vitamin d deficiency, heart rate irregular, haematoma, ocular hyperaemia, respiratory disorder, eye disorder, visual impairment, weight increased, uterine leiomyoma, myalgia, bone pain, spinal osteoarthritis, cervicobrachial syndrome, rhinitis, dry eye, dark circles under eyes, skin discolouration, erythema, allergy to chemicals, photosensitivity reaction, eczema, temperature intolerance, feeling abnormal, poor quality sleep, cholelithiasis, periodontal disease, staphylococcal infection, sinusitis, constipation and asthenia outcome was unknown, the fatigue, arthralgia, migraine, anxiety, hyperacusis, depression, anhedonia and affect lability had resolved and the disturbance in attention, memory impairment, nervous system disorder, speech disorder, cognitive disorder and mental impairment had not resolved. The reporter considered abdominal distension, abdominal pain lower, affect lability, allergy to chemicals, allergy to metals, alopecia, amenorrhoea, anhedonia, anxiety, arthralgia, asthenia, bone pain, cervical dysplasia, cervicobrachial syndrome, cholelithiasis, cognitive disorder, constipation, cyst, dark circles under eyes, depression, diarrhoea, disturbance in attention, dizziness, dry eye, dyspepsia, dyspnoea, eczema, erythema, eye disorder, eye pain, fatigue, feeling abnormal, food intolerance, genital haemorrhage, haematoma, headache, heart rate irregular, hirsutism, hyperacusis, hyperaesthesia teeth, loss of consciousness, memory impairment, mental impairment, migraine, musculoskeletal pain, myalgia, nervous system disorder, ocular hyperaemia, pelvic pain, periodontal disease, photosensitivity reaction, poor quality sleep, respiratory disorder, rhinitis, sinusitis, skin discolouration, speech disorder, spinal osteoarthritis, staphylococcal infection, temperature intolerance, tongue polyp, uterine leiomyoma, vision blurred, visual impairment, vitamin d deficiency and weight increased to be related to essure. The reporter commented: metrorrhagia had resolved after essure insertion and the patient had not much abundant menstruations after essure insertion. Regarding the etiology, the patient's neurologist, mentioned a possible thymic (mood) context or bad tolerance with essure. According to the patient's second gynecologist, essure were involved in the patient's symptoms. The patient's hepato-gastro-enterologist considered a probable intolerance with essure on (B)(6) 2017, essure removed by total hysterectomy with bilateral salpingectomy due to all the symptoms and fibroma. A post-operative complication was observed : a pelvic collection treated with favourable outcome. According to the patient, joint pain, migraine, tiredness, emotional instability resolved after essure removal. But memory loss and concentrating difficulties not resolved (no medical report available after the removal of essure). Concomitant drug includes euphytose diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Allergy test - in 2016: positive for nickel. Colonoscopy - on (B)(6) 2010: removal of hyperplasic polyp. Endoscopy upper gastrointestinal tract - in 2016: without finding for etiology. Gynaecological examination - on (B)(6) 2011: after essure placement: 3 trailing coils on left and on right. Novasure and curettage done: non-suspicious endometrial polyps found. Investigation - on (B)(6) 2010: cardiac workup: benign extrasystoles with a healthy heart. Magnetic resonance imaging abdominal - in 2010: interstitial myoma at the the bottom of the uterus. No adenomyosis, no endometriosis; on (B)(6) 2016: increased volume of uterus, and myomatous uterus, no sign of endometriosis. Pathology test - on (B)(6) 2015: slight epithelial dysplasia or cervical intra-epithelial neoplasia associated with viral lesions cin1k (koilocytosis).. Ultrasound scan - on (B)(6) 2009: lipoma in lumbar area, mastology unremarkable; on (B)(6) 2014: submucosal myoma. Essure correctly placed; in 2016: without finding for etiology. Lot number: 772497, manufacturing date: 2010/08, and expiration date: 2013/08. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 12-mar-2021: updated quality safety evaluation of ptc. We have now received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 17-jan-2017. The most recent information was received on 18-apr-2019. This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("allergy test for nickel came back positive"), genital haemorrhage ("bleeding"), mental impairment ("difficulty thinking or concentrating") and uterine leiomyoma ("uterine fibroma") in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure with curettage and novassure endometrial ablation" on (B)(6) 2011. The patient's medical history included parity 2, cyst removal (right ovary) in 1993, metrorrhagia, pain menstrual, nickel sensitivity and menstruation increased. Previously administered products included for an unreported indication: iud and oral contraception. Past adverse reactions to the above products included cyst with iud. On (B)(6), the patient had essure inserted. In 2011, the patient experienced fatigue ("chronic fatigue"), musculoskeletal pain ("musculoskeletal pain"), arthralgia ("joint pain"), abdominal distension ("bloating (problems with major bloating)"), the first episode of dyspepsia ("digestive problems"), vision blurred ("blurred vision") and dizziness ("dizziness, lightheadedness as if I had been drinking"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), mental impairment (seriousness criterion medically significant), hair growth abnormal ("hair growth"), eye pain ("stinging eyes"), cyst ("cysts"), tongue polyp ("polyps (on the tongue as well)"), memory impairment ("memory disturbances"), disturbance in attention ("difficulty thinking or concentrating"), alopecia ("hair loss"), sensitivity of teeth ("hypersensitivity of teeth"), dyspnoea ("breathlessness"), food intolerance ("more and more intolerance to foods"), diarrhoea ("almost immediate diarrhoea"), vitamin d deficiency ("vitamin d that remained deficient despite supplementation"), unevaluable event ("hips, abdomen, knees, elbows"), abdominal pain lower ("slight pinching pain in the right lower abdomen, especially when I sneeze or cough"), amenorrhoea ("no longer had periods or had periods with clots or haemorrhagic periods"), pain ("pain"), haematoma ("haematoma"), the second episode of dyspepsia ("functional digestive"), respiratory disorder ("respiratory signs (ent)"), nervous system disorder ("neurological"), eye disorder ("ophthalmological"), paraesthesia ("tingling sensation in upper limbs"), pelvic pain ("acute pelvic pain"), headache ("strong headache"), visual impairment ("vision disorders"), speech disorder ("speech difficulties") and cognitive disorder ("episodic cognitive disorders") and was found to have weight increased ("weight gain") and uterine leiomyoma (seriousness criterion medically significant). The patient was treated with flurbiprofen (antadys) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, genital haemorrhage, mental impairment, fatigue, musculoskeletal pain, arthralgia, abdominal distension, vision blurred, dizziness, hair growth abnormal, eye pain, cyst, tongue polyp, memory impairment, disturbance in attention, alopecia, sensitivity of teeth, dyspnoea, food intolerance, diarrhoea, vitamin d deficiency, unevaluable event, abdominal pain lower, amenorrhoea, pain, haematoma, the last episode of dyspepsia, respiratory disorder, nervous system disorder, eye disorder, paraesthesia, pelvic pain, headache, visual impairment, weight increased, speech disorder, cognitive disorder and uterine leiomyoma outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, amenorrhoea, arthralgia, cognitive disorder, cyst, diarrhoea, disturbance in attention, dizziness, dyspnoea, eye disorder, eye pain, fatigue, food intolerance, genital haemorrhage, haematoma, hair growth abnormal, headache, memory impairment, mental impairment, musculoskeletal pain, nervous system disorder, pain, paraesthesia, pelvic pain, respiratory disorder, sensitivity of teeth, speech disorder, tongue polyp, unevaluable event, uterine leiomyoma, vision blurred, visual impairment, vitamin d deficiency, weight increased, the first episode of dyspepsia and the second episode of dyspepsia to be related to essure. The reporter commented: on (B)(6) 2017, essure removed by total hysterectomy with bilateral salpingectomy due to all the symptoms and fibroma. A post-operative complication was observed : a pelvic collection treated with favourable outcome. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: results: positive for nickel. Endoscopy upper gastrointestinal tract - on an unknown date: without finding for etiology. Ultrasound scan - on an unknown date: without finding for etiology. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 18-apr-2019: new reporters (physicians and lawyers), patient demography data and medical history; essure removal date ((B)(6) 2017); treatment drug were added. On (B)(6) 2017. Events added including recurrent sensations of painful tingling, leading to wake up the patient during the night; essure removed by total hysterectomy with bilateral salpingectomy due to all the symptoms and fibroma. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.